Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms were confirmed through the controller log file overview. A specific cause for these events could not conclusively be determined. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. The IFU lists potential adverse events, including bleeding and pericardial fluid collection, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that after completing the implant of the heartmate 3, the physician agreed to conduct a required percutaneous nephrostomy (pcn) exchange for the patient. Before the pcn exchange and after implanting hm3, the patient¿s international normalized ratio (inr) and status were stable. After conducting pcn exchange and the patient got an infection due to the exchange, and it was reported that the patient¿s inr was >3.0. The patient had frequent low flow alarms and had unstable blood pressure. Late tamponade was suspected. The patient returned to the operating room and had their bleeding status checked. The healthcare provider thought that it was a coagulopathy event, and this event was not related to the pump. After checking the bleeding status, both the flow and status of the patient were stable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.